Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) and six inappropriate electric shocks for what appeared to be supraventricular tachycardia (svt). Technical services suggested reprogramming options. Device currently remains in service. No additional adverse patient effects were reported.